Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) was confirmed. Upon evaluation, the monitor reset when an electrode belt was connected. The cause of the resets was isolated to a bent pin at connector j1001 on the computer / analog (ca) board. The root cause of the damaged connector was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was resetting.